Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00026, and 0002648920-2021-00023. Concomitant medical products: articular surface medial congruent (mc) right 10 mm height, catalog#:42522100910, lot#: 64453825. All poly patella cemented 38 mm diameter, catalog#: 42540000038, lot#: 64545012. Natural tibia trabecular metal two-peg porous fixed bearing right size h, catalog#: 42530008302, lot#: 64297605. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee arthroscopy for lysis of adhesions approximately three months post-implantation dud to pain, limited mobility, stiffness, and adhesions. The patient continues to report pain and stiffness. Outcome is pending.

Event description:
It was reported the patient underwent a right knee arthroscopy for lysis of adhesions approximately three months post-implantation dud to pain, limited mobility, stiffness, and adhesions. The patient continues to report pain and stiffness. The site reports the outcome has since resolved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, g6, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional via mymoblity. Review of the available records identified the following: patient experience moderate pain for almost a year after ops along with stiffness and arthrofibrosis. The patient had rom 6-105 after 3 months of post-ops. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.